Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake." On (B)(6) 2010 the patient was diagnosed with peritonitis. On (B)(6) 2010 the patient had a peritoneal effluent analysis performed. The analysis revealed 2052 cells/mm3 leukocytes with 90% neutrophils and 10% lymphocytes. On (B)(6) 2010 the patient began remedial therapy with reflin (500mg, daily, ip) and tobraeg (80mg, daily, ip). Dianeal therapy was ongoing as well as remedial therapy with reflin and tobraeg continued. It was not reported whether the patient was retrained in aseptic technique or if it resolved. It is unknown if the peritonitis was resolving. The patient's medical history included end stage renal disease (esrd). No concomitant medications were reported. A causality statement was not reported for the break in aseptic technique or the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported problem. A labeling review was conducted and found to be adquate for the potential use error in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510 number will not be provided in the emdr as the product code and lot number are unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s